Manufacturer narrative:
Complaint confirmed. The device was not returned for evaluation, however a picture of the allegation was provided. Based on the provided picture, it can be seen that a red substance is exterior of the rotor. As the device was not returned for evaluation, the cause could not be determined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during rotator cuff repair, the sales rep inserted the abs-10061t, as the spin process started the tubing that wraps around the rotor started to leak. The sales rep, cleaned the spill using the blue sani wipe. The injection was completed by opening a new abs-10061t kit.

Manufacturer narrative:
Complaint confirmed. The device was not returned for evaluation, however a picture of the allegation was provided. Based on the provided picture, it can be seen that a red substance is exterior of the rotor. As the device was not returned for evaluation, the cause could not be determined.